Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu200 was evaluated and replaced. The system settings were evaluated and reconfigured. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system lost the pt data and/or images. There are no reports of pt injury or death associated with this event.